Manufacturer narrative:
The returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 108cm distal of the strain relief. There was contrast and blood in the inflation lumen. The balloon was tightly folded. The stent was in place. The balloon protector and product mandrel were in place. The inner shaft was buckled 80mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 88% stenosed, 3.0x21mm, eccentric, de novo target lesion was located in the mildly calcified and non-tortuous left anterior descending artery. A 24 x 3.00mm rebel stent was selected for use; however, the tip of the device was found fractured upon unpacking. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 88% stenosed, 3.0x21mm, eccentric, de novo target lesion was located in the mildly calcified and non-tortuous left anterior descending artery. A 24 x 3.00mm rebel stent was selected for use; however, the tip of the device was found fractured upon unpacking. The procedure was completed with a different device. No patient complications were reported.